Event description:
It was reported that during a da vinci assisted prostatectomy, the instrument on patient side manipulator (psm) 2 could not be inserted. The system was not connected to the network for live logs to be reviewed. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that there was no error number, but rather only a message on the screen: arm or port clutch, and the psm2 led was blinking white. The customer indicated that they already power cycled the system, checked if the drape was blocking the movement, installed another instrument on the arm, and re-draped the psm. The tse instructed the customer to remove instruments and perform hard power cycle with emergency power off (epo). Following this, the caller stated the system displayed a message that the patient side cart (psc) was running on batteries. The tse instructed the caller to do the following: switch off all breakers, push the epo, and reseat network cable at both ends before powering on. After powering on again problem still existed and system was not connected to the network. The tse asked the caller to exercise all buttons on psm2, which did not solve the problem. Asked caller if procedure can be done without arm 2. Caller discussed with surgeon and stated that they have to make some calls to get assistance to solve the problem and disconnected the phone before tse was able to respond or get further details. There was reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was abandoned and not completed with 3 arms. No patient information will be provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noted error 22023 followed by multiple homing errors. To correct the problem fse replaced patient side manipulator 2 (psm2). The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis. The complaint regarding psm2 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The psm2 unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. Logs are not available for the event as the system was not connected to the network. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to the instrument on patient side manipulator (psm) 2 could not be inserted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed and found to have no issue. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.